Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited multiple stored episodes depicting noise on the atrial channel. The noise was reproducible via evocative maneuvers. Diagnostic testing revealed normal values on the atrial lead. No intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2016. Upon device interrogation, it was noted that the atrial lead continued to exhibit noise. The noise could be reproduced with evocative maneuvers. All electrical measurements were good and stable. There were no consequences to the patient. No intervention was performed and the patient would continue to be monitored.